Manufacturer narrative:
Evaluation summary: neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.

Event description:
It is reported that the patient received an implant and was revised on an unknown date due to pain, lack of mobility, instability, and other unknown problems.

Manufacturer narrative:
Device history records for the related components were reviewed and found to be conforming to requirements at the time of manufacture. This device is used for the treatment of the patient. A review of the primary operative notes did not suggest any complications during the surgery. In the pre and post-operative revision diagnoses, the surgeon addresses the need for the total knee arthroplasty due to progressive instability, nickel sensitivity, and synovitis. The revision surgical notes detail a post-operative description of right total knee arthroplasty with progressive laxity of capsular ligaments and replacement of all components. The zimmer package insert lists joint instability and pain, and metal sensitivity as potential adverse effects of the surgical procedure. No devices or photos were received; therefore the condition of the components is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Patient activity information is unknown. A definitive root cause cannot be determined with the information provided.